Event description:
It was reported that a malfunction alarm, specifically malf 5, occurred with a pump distributed by air liquide healthcare ireland. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup insulin therapy. A replacement pump was arranged to be shipped, and instructions were given to return the malfunctioning pump within ten days using a pre-paid label.